Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis (compression fracture). It was reported that the balloon was ruptured during expansion. After confirming the balloon rupture, contrast agent was aspirated through the osteo introducer. Since the leakage was confined within the vertebral body, cement was filled from above. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that only the contrast agent leaked, but cement was filled into the vertebral body as usual. The event occurred during normal usage. The pressure was within 700 psi, but it was damaged due to local high pressure. Procedure involved in the event was bkp percutaneous vertebroplasty.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.